Event description:
It was reported that after the routine change out of the implantable cardioverter defibrillator (ICD) the ventricular lead impedance was unstable and artifact was noted. Lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Maximum defibrillation active can impedance rises from 63 ohm on (B)(6) 2014 to greater than 250 ohm on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).